Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-06-25. H.6. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned (8400) discardit 2ml with 25x1¿ from lot # 9211441 and 9310715 product # 301866 with the reported issue of ¿1) black spot 2) foreign particle 3) marking defect 4) blister damaged 5) two needle in one pack 6) no needle 7) damaged syringe 8) hair found in the pack¿. DHR was reviewed and no non-conformities were found. 84000 samples have been received at the dc and 9000 retention samples were used for investigation. Based on the investigation team, the defects are confirmed. 1 and 2. Black spot & foreign particle ¿ implemented cleaning process of brush used in syringe loaders a. Implemented cleaning process of brush used in syringe loaders b. Introduction of pm schedule for syringe loader I) include the cleaning of sliding part(s) of the loader ii) cleaning of the product holding fingers of the loaders 3. Damaged blister- worked on cutter assembly to increase seal width thus strip will not struck on belt during movement and blister will not get damaged 4. Two needle in one pack- frequency of challenge test of the vision camera to be revised from pm(weekly) to daily 5. No needle in the pack- frequency of challenge test of the vision camera to be revised from pm(weekly) to daily 6. Hair and loose foreign matter - install meech ionizing and vacuum cleaning device to remove hair and loose foreign particle from syringe blister. Target date- 30/dec/2020 7. Marking defect- while inspecting the stamping station mis-alignment observed in the top and bottom part of the stamping station action plan- 1. Stamping dye alignment done. 2. Dye alignment check point to be added into the pm check sheet. 8. Damaged syringe- rca work in progress. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that discardit ii 2 ml with 25g x 1 had foreign matter, scale marking issues, and damaged package on 94,936 occasions before use. The following information was provided by the initial reporter: material has been rejected with many reasons below are the details. 1) black spot 2) foreign particle 3) marking defect 4) blister damaged 5) two needle in one pack 6) no needle 7) damaged syringe 8) hair found in the pack.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9211441, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-30, medical device lot #: 9310715, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-06, medical device lot #: 9310716, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-06, medical device lot #: 9338545, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that discardit ii 2 ml with 25g x 1 had foreign matter, scale marking issues, and damaged package on 94,936 occasions before use. The following information was provided by the initial reporter: material has been rejected with many reasons below are the details. Black spot, foreign particle, marking defect, blister damaged, two needle in one pack, no needle, damaged syringe, hair found in the pack.